Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) replacement surgery due to a leak in the reservoir. The device was very old. All components were removed and replaced. No patient complications were reported.